Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having sinus infection and shortness of breath. There was no report of serious or permanent patient harm or injury. The device was returned and the manufacturer observed the unit passed final test during device evaluation.